Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited infection and erosion. A revision was performed and the crt-p was explanted. There were no additional adverse patient effects reported. The crt-p will not be returned.